Event description:
A report of a pocket and lead revision was received. The ipg and leads were implanted too superficially and they could be felt through the patient's skin. The doctor replaced the leads as a precaution; the leads and ipg were relocated to the opposite side of the body.

Manufacturer narrative:
This is the final report.